Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. Ten days after onset, extraneal and physioneal therapies were discontinued. On an unreported date, the patient¿s peritoneal dialysis catheter was removed and the patient was switched to hemodialysis. On an unreported date, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: the patient information was received from a consumer contact through the baxter patient support program (patients retention program (B)(4)). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.